Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had two (2) interlink t-connector extension sets that broke and leaked during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to lot number and expiration date; device manufacture date. One (1) actual sample and one (1) companion sample were received for evaluation, each inside a sealed blister pack. A visual inspection was performed with the naked eye with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed which included leak testing and clear passage testing, both performed at eight (8) psi. The actual sample failed both tests. A leak was observed between the microbore winged female luer lock adapter and tubing. The reported condition was verified. The leak was due to broken tubing. An assignable cause of the broken tubing could not be determined. The companion sample passed all tests. Should additional relevant information become available, a supplemental report will be submitted.